Event description:
It was reported that the device "on" switch was hesitant to activate power. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main control keypad assembly, and then observed proper device operation through functional, and performance testing. The device was returned to the customer for use.